Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found broken vacuum rinse tubing and replaced it, replaced 2 other rinse tubings, replaced cuvettes, and performed a cell blank and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for 1 patient sample on a cobas 8000 cobas c 502 module. On (B)(6) 2024, the initial a1c-3 result was 13.7%. Or 126 mmol/mol. The doctor questioned the result and the sample was repeated. On (B)(6) 2024, the sample was repeated and the result was 7.3% or 56 mmol/mol.